Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer normal results are 104-200mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (480) and the lowest normal result (104) is located in zone d. No adverse event reported.